Manufacturer narrative:
It was reported that during the procedure to treat an aneurysm of the pcom, the cashmere 14 cerecyte microcoil (B)(4) would not advanced via the prowler 14 (mc) microcatheter (catalog and lot unk), but it was difficult to advance, and also difficult to withdraw. Finally, the coil was removed with the mc. The device was changed to another one to complete the procedure without any adverse event through a new mc. Resistance occurred during advancement and removal, but no additional force was used to further advance the coil system through the mc. The microcatheter was not re-shaped, and a constant and dedicated saline source was used at all times. After the devices were removed from the patient, no damages were noticed on the microcoil or mc (coil-stretched/unraveled, kink, bend, fracture, separated, etc), or delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. The size of the aneurysm was 3.0*4.7. The devices will be return for analyses, and there was no further information provided. The proximal end of the coil and the distal end of the device positioning unit (dpu) were found protruding outside the sheath. The dpu and coil were also found mechanically separated from each other. A severe kink on the hypotube was also found. Except for the proximal end of the coil damaged from being mechanically detached, the remainder of the coil is undamaged. The evidence suggests that distal interference inside the microcatheter most likely contributed to the coil inability to be advanced. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the prowler 14 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The damages found on the device may have occurred during the shipping process, since it was noted that after the event, no other damages were noted on the device. Based on the available information, and without the returned of the microcatheter, the event could not be confirmed. Additionally, the device was returned damaged. The DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be conducted at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1226348-2013-20046 and 1058196-2013-00073.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1226348-2013-20046 and 1058196-2013-00073.

Event description:
It was reported that during the procedure to treat an aneurysm of the pcom, the cashmere 14 cerecyte microcoil (crc14030630/ m10555) would not advanced via the prowler 14 (mc) microcatheter (catalog and lot unk), but it was difficult to advance, and also difficult to withdraw. Finally, the coil was removed with the mc. The device was changed to another one to complete the procedure without any adverse event through a new mc. Resistance occurred during advancement and removal, but no additional force was used to further advance the coil system through the mc. The microcatheter was not re-shaped, and a constant and dedicated saline source was used at all times. After the devices were removed from the patient, no damages were noticed on the microcoil or mc (coil-stretched/unraveled, kink, bend, fracture, separated, etc), or delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. The size of the aneurysm was 3.0-4.7. The devices will be return for analyses, and there was no further information provided.